Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty visual display. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump that experienced a faulty visual display was confirmed. The root cause was attributed to lines on the main display. The liquid crystal display was replaced to fix the problem. Additional information: the user interface module software version of this pump is 5.09.92 . Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.